Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory, indicated the impedance trend of the right ventricular pacing lead was variable. Analysis of the device memory, observed noise on the electrogram waveforms. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient that they experienced dizzy spells and that it was speculated that the lead may be twisted or loose. That the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing and oversensing along with atrial lead position check failure. It was further reported that the ra and right ventricular (rv) lead exhibited varying impedance with unipolar impedance noted to be higher and noise with lead-lead interactions suspected to be the source. It was noted that the ra lead was reprogrammed. The leads remains in use. No patient complications have been reported as a result of this event.